Manufacturer narrative:
The returned device was evaluated and investigation found a kink and a hole on the exposed portion of the soft cannula. When the distal tip of the cannula was manually occluded, liquid leaked through the hole. Although damage to the cannula was present, the timing and cause are unknown. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.9 mmol/l (412.2 mg/dl) while wearing the pod between 4 and 24 hours on the leg. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: time: n/a, bg (mmol/l): 12.9, (mg/dl): 232.2; n/a, 21, 378; 1:39pm, 22.9, 412.2; n/a, 15.8, 284.4; 7:02pm, 9.6, 172.8; n/a, 9.2, 165.6.